Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump had received multiple pump error alarm. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the alarm occurred immediately after a battery change. Customer also stated that the insulin pump was 12 hours off. Troubleshoot was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the displacement test and self test. Battery was removed form insulin pump and monitored for 10 minutes. Device power up properly after insertion of the battery. No unexpected history pointers failed and history pointers are corrupted error, trace pointers are invalid error or post-reset ram crc alarm noted during testing.